Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer¿s insulin pump alarmed with an unexpected restart error every time he changes the battery. The device loses its settings every time the alarm occurs as well. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. A new battery was placed in the insulin pump but the alarm recurred. The self test passed; however, the device will still be returned due to the recurring alarms.

Manufacturer narrative:
Findings: unit alarmed unexpected alarm after battery change and resets time/date to factory default, problem isolated to interface board. Unit received with all operating currents within spec and passed the rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected signal too low alarm noted during testing. Unit had minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.